Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The monitor's desaturation alarm limit was set to 82. The patient went down to 65 and a red alarm is announced, but alarms only twice and then there is no more sound even if indicated in red. No patient incident because clinical staff was present and recognized it. No death or patient /user injury or harm was reported. The device was used for monitoring at the time of the alleged malfunction. There was no information about the patient's condition provided. No patient data was provided and therefore an evaluation was not possible.